Manufacturer narrative:
Age at time of event: (B)(6). Device evaluation: the plus unit was received connected together. An initial examination of the complaint plus unit was carried out and tug and connect/disconnect tests were performed to examine the integrity of the connection. No issues were observed with the unit¿s handshake connection. An attempt was made to load a control guidewire onto the plus unit. Resistance was met in the annulus of the burr. Microscopic examination of the burr revealed the burr to be flared and misshapen. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. This confirmed that the burrs cutting action was acceptable. The damage to the burr is consistent with the burr coming into contact with the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-02586. Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a rotablation atherectomy procedure resistance was met while advancing through the catheter. The 75% stenotic lesion was located in the moderately tortuous mid left anterior descending artery. The physician met resistance while inserting the 325cm rotawire guide wire into the catheter and was unable to advance the guide wire any further. There were no patient complications. The procedure was completed with another 325cm rotawire guide wire and the deployment of a non-bsc stent. Patient status is reported as "good". However, the returned product analysis revealed that the rotawire guide wire was fractured.